Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider and manufacturer representative in regards to a patient who was being treated with compounded baclofen 3000 mcg/ml (900 mcg/day) intrathecal therapy via an implanted pump. The baclofen lot number was unable to be obtained. The event date was (B)(6) 2015. The hcp reported the patient was having sudden symptoms of altered mental status, seizures, and an increase in spasms that the physician believed were possibly due to baclofen withdrawal. The patient presented to the emergency room (ER) having seizures. The patient was implanted with a ventriculoperitoneal (vp) shunt and had a history of seizure disorder. The pump was interrogated and showed 9.4 ml remaining in the pump of 3000 mcg/ml at 900 mcg /day compounded baclofen. The patient was being managed by the itb managing physician and another physician managing the seizures. The patient was stabilized and admitted to the hospital as an inpatient. The managing physician reported that at the last refill there were no discrepancies in expected and actual volumes of the refill amount. The attending physician suspected the patient neglected to take the dose of anti-seizure medication as his mom, who was the caregiver, was out of town. No troubleshooting would be done at this point. No other interventions/surgical interventions/actions were taken to resolve the issue. It was unknown if the issue was resolved at the time of this report. The primary devices were related to this event. The indications for use were noted as intractable spasticity and head/brain injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the reason the patient had symptoms of withdrawal and seizures was because the patient was not given his seizure medication while in respite care. It appeared that was neglected and was the cause of the symptoms.